Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20/jul/2015. This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2024-0011252. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset). Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 107994 is not related to any additional complaint infection record reported as of today.

Event description:
Patient reported being diagnosed with a right side "breast infection." Healthcare professional later reported a right side implant exchange due to concerns with the product. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ infection (unknown onset): unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (observed broken device and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported being diagnosed with a right side "breast infection." Healthcare professional later reported a right side implant exchange due to concerns with the product. Device has been explanted.